Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. No code available ((B)(4)) used to capture the device revision or replacement.

Event description:
Pfs alleged weak. After review of medical records patient was revised to addressed instability with recurrent dislocation along with the development of some heterotopic ossification residing within the hip abductors. Operative notes indicated heterotopic bone formation within the adductor musculature. Updated patient harm. Doi: (B)(6) 2016 dor: (B)(6) 2017 right hip 2nd revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI:(B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017; litigation received. Litigation alleges plaintiff continued to suffer after his revision, including dislocations. Plaintiff was advised to undergo second revision to clear metallosis from damage tissue. In the first revision ,cup ,liner and head were removed and assuming the stem remained. It was unknown what cup and liner were implanted so they will not be reported at this time. When more information is received, the complaint will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Update aug 30, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain. After review of the medical records for MDR reportability, it was stated that the patient was revised to address instability with recurrent dislocations along with the development of some heterotopic ossification. Revision notes reported some clear inflammatory fluid within the joint space and within the trochanteric bursa, synovitic material retrieved from the wound, metallosis, heterotopic bone. It was also reported that the femoral component was stable as revealed on x-ray appropriately sized, positioned, and aligned. Added liner due to the reported metallosis and dislocation. Part and lot information were provided. Product information for head was updated.